Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of occlusion with an infusion set and was alerted by an alarm that occurred during therapy. No further information available.